Event description:
According to the customer's medwatch report, a patient underwent an atrial fibrillation ablation procedure. At the conclusion of the case, the grounding pad was noted to be lifted away from patient and a burn was seen under the pad. The burn was described as 2nd degree, and required debridement.

Manufacturer narrative:
(B)(4). The customer reported the incident device was discarded and is not available for evaluation. The product instructions for use warn that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one patient return electrode may help mitigate the increased risk. This information from the IFU was provided to the customer.